Event description:
It was reported that the customer experienced high blood glucose levels, with the specific value unknown but displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump and followed instructions from technical support to inspect various components, including the infusion site and tubing, with no issues identified. Technical support recommended consulting a healthcare provider for further investigation and advised the customer to replace supplies and resume insulin as necessary.